Manufacturer narrative:
Additional information: the device was returned and evaluated for the reported event of misassembled. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed, along with functional testing: leak testing, clear passage test and clamp function test. The device was determined to not meet product specifications because the visual inspection noted that the pull ring cap was loose inside an unopened pouch. The reported event was verified and the cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set cap was found to be misassembled prior to opening the pouch. There no was patient involvement. No additional information is available.